Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 300-01-13, (B)(4) - equinoxe, humeral stem primary, press fit 13mm; 300-10-45, (B)(4) - equinoxe replicator plate 4.5mm o/s; 300-20-02, (B)(4) - equinox square torque define screw drive kit; 310-01-47, (B)(4) - equinoxe, humeral head short, 47mm (beta).

Event description:
As reported, approximately 13 years post op the initial tsa, this patient was revised due to infection. The stem was well fixed but was not difficult to remove with slaphammer. Glenoid was loose and easily removed with cement remaining on the back of the component pegs. Patient was treated with anabiotic shoulder spacer an antibiotic beads. Patient was last known to be in stable condition. No patient information or medical history is available.

Manufacturer narrative:
(H3): based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined. However, it is most likely related to the patient¿s underlying condition.